Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed excess moisture inside breathing system, bellows, and scavenging system causing volume delivered to exceed set tidal volume.. The moisture was cleaned from the unit. The bellows with base and the pressure relief valve assembly were replaced. The unit was returned to service.

Event description:
The hospital reported the unit over delivered of tidal volume, >20% more than expected. There was no report of patient involvement.